Event description:
According to the nursing staff, the patient was oob (out of bed) and the bed alarm failed to alarm timely. When they heard the alarm, the patient was already on the floor. Thus, the staff feel that there was a delay in the alarm.

Manufacturer narrative:
A user facility medwatch report (B)(4) was received on 11/22/2023 reporting according to the nursing staff, the patient was oob (out of bed) and the bed alarm failed to alarm timely. When they heard the alarm, the patient was already on the floor. Thus, the staff feel that there was a delay in the alarm. The sample has not been returned for evaluation at this time. A supplier corrective action request (scar) was issued to the bed alarm supplier smart caregiver. This investigation is ongoing at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Manufacturer narrative:
A user facility medwatch report (#(B)(4)) was received on 11/22/2023 reporting according to the nursing staff, the patient was oob (out of bed) and the bed alarm failed to alarm timely. When they heard the alarm, the patient was already on the floor. Thus, the staff feel that there was a delay in the alarm. The sample was not returned for evaluation. A supplier corrective action request (scar) was issued to the bed alarm supplier smart caregiver. The root cause was unable to be determined by the supplier smart caregiver. Due to the sample not being returned for evaluation. Due to no root cause being determined there were no corrective and preventive actions taken by smart caregiver. An inventory check of the monitor, bed alarm was made by deroyal, a total of (B)(4) of the m2100-sl2 were inspected, and no discrepancies were identified during the inspection. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.